Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a st segment elevation occurred. It was reported that a faradrive was selected for use during a atrial fibrillation ablation. During the procedure, the faradrive sheath and catheter were prepared as usual, and case going ahead without any issues. Hence, the physician noticed a st segment elevation during the case and made sure to closely monitor the patient. St back to normal after a few minutes and procedure continued without issues. It was suspected bubble causing st elevation. The patient fully recover. No further information was provided. The sheath is not returning for analysis since it was disposed.